Manufacturer narrative:
H6: device code 2017: failure to follow steps. Purposeful mis-deying. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted that, per the indication for use section of the mitraclip ntr/xtr instructions for use (IFU), the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus. In this case, the device was used for a tricuspid valve procedure, which is considered an off-label use of the device. Additionally the IFU, states to align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. As it was reported the device was intentionally misaligned during insertion, this is considered a deviation from the instructions for use (IFU). It is likely that the off label use contributed to the reported difficult clip deployment, partial clip movement, intraprocedure incomplete coaptation and poor imaging resolution. Based on the information provided the reported off label use is the result of using the mitraclip device in the tricuspid valve. The reported difficult clip deployment is the result of the off-label use. The reported partial clip movement and intraprocedure incomplete coaptation are the result of the difficulty deploying the clip. The reported improper or incorrect procedure or method is the result of the user error of intentionally misaligning the clip delivery system relative to the steerable guide catheter during insertion. There is no indication of a product issue with respect to manufacture, design, or labeling.rdc 2017 captures the user intentionally mis-keying the device.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment and single leaflet device (slda). It was reported the mitraclip procedure was performed on (B)(6) 2020 to treat tricuspid regurgitation (tr) with a grade of 4. Imaging was challenging. The first clip was successfully implanted. To further reduce tr, a second clip was used. The mitraclip delivery system (cds) was mis-keyed and the "a" knob was used to steer down to the tricuspid valve. The clip was placed on the septal and posterior leaflet. During deployment, the clip did not immediately detach from the delivery system. The difficulty to deploy was due to lack of height over the tricuspid valve. There was no easy way to gain height for the clip to detach. A-knob curve was taken off slowly to under straddle and to get the l-lock away from the clip. The clip finally detached from the system. However, during this time clip movement was noted and it is suspected the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda). Tr was reduced from 4 to 2 there was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided